Manufacturer narrative:
On (B)(6) 2021 patient said she will call her lawyer and she will sue us. Patient sounded very upset. Customer concern: went swimming with the insulin pump, got critical pump error. Device had minor scratched display window, missing display window corner, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at the corner of the belt clip rail, pillowing keypad overlay and stained serial number label. Device was received with critical pump error (open book image). Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to critical pump error (open book image) and pump preservation. The crest software download was utilized and successful. The thus history download was unsuccessful since insulin pump is on a constant dark blue screen and could not get into the join network screen. Powered the insulin pump on using the aa 1.5 volts battery and continue bootloader traces download using xtest faulty connector radio frequency board, crest and thus. Bootloader traces using xtest faulty connector radio frequency board, crest and thus was successful. Per r&d engineer, suspecting the hw. The xtest bootloader traces do not provide the additional information. Unable to perform the visual inspection for moisture damage on the electronic assembly, motor and force sensor due to insulin pump preservation. Device was received with critical pump error (open book image). Unable to determine root cause of critical pump error (open book image) or perform visual inspection for moisture damage due to insulin pump preservation. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with open book image. Customer stated that the insulin pump was in the swimming pool. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.